Event description:
The following information was reported to gore: on (B)(6) 2019 (exact date is unknown), this patient underwent endovascular treatment for pseudoaneurysm at the vascular anastomosis using a gore® viabahn® vbx balloon expandable endoprosthesis (vbx device). The patient had undergone replacement with vascular graft(s) from the ascending aorta to the terminal aorta to treat takayasu arteritis. The vbx device was inserted from the left side, but the physician noticed the length was incorrect. When the physician attempted to remove the vbx device for implantation on the contralateral side, the stent graft dislodged. The stent graft was implanted in the external iliac artery where it dislodged. The procedure for the pseudoaneurysm was successfully completed, and no consequences to the patient were reported.

Manufacturer narrative:
Further information regarding device serial number, patient information, and exact dates was requested but no additional information was provided to gore. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Manufacturer narrative:
The device was not returned for evaluation, so direct product analysis was not possible. The physician communicated that he believed the inflation lumen was accidentally flushed during device preparation, potentially leading to the stent dislodgement.